Event description:
The event is reported as: when the clip is applied to the vessel, the applier then presses the clip together. When the applier completes the closure, the jaws release the clip, the clip is coming open. No patient injury or intervention reported.

Manufacturer narrative:
The sample device is available for evaluation, however, the sample device was not returned at the time of this report. The results of the investigation are not available at the time of this report.